Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the implant site. Programming and an x-ray determined that coverage had not changed, and the cause of the discomfort was not identified. The scs system was explanted.